Manufacturer narrative:
The hill-rom technician found the siderail spring kit needed to be replaced. Per the hill-rom user manual, a side rail does not latch: make sure the side rail or side rail mechanisms is not blocked by an item such as a bedside cabinet, a hose, a cable, bed linens or clothing. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the spring kit to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail wouldn't latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).